Event description:
During the index procedure, the patient had two endeavor sprint rx drug-eluting stents successfully deployed, one at proximal lad and one at left main to proximal circumflex. Approximately 9 months post index procedure patient expired. No further details known.

Manufacturer narrative:
Evaluation: results inherent risk of procedure (death). (B)(4).